Manufacturer narrative:
The reporter stated that quality controls were acceptable. The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with the elecsys afp assay on a cobas 8000 e 801 module. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. An aliquot of the sample initially resulted with an afp value of 23.9 ng/ml. The same aliquot was repeated, resulting with a value of 1.7 ng/ml. The original sample tube was then repeated, resulting with a value of 1.7 ng/ml. The patient had a previous value of 1.6 ng/ml on an unknown date, so the reporter considered the 1.7 ng/ml value of the complained sample to be the correct value. The afp reagent lot number and expiration date were requested, but not provided.